Event description:
Received user facility report indicating hemolysis event. Patient received an uneventful treament and left the clinic with no symptoms. About 1/2 hour post treatment, patient became symptomatic and went to the hospital where hemolysis was confirmed by laboratory analysis. The patient was subsequently hospitalized. The bloodline was examined and no kinks were found. All machine and other documentation was checked and verified as ok. The line is available for evaluation. The patient has since returned to the clinic with no further problems.